Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. No anomalies were found.

Event description:
It was reported that days after the patient had a device change, the right ventricular lead had far field oversensing. The sensitivity was adjusted on the ventricular channel and the oversensing subsided. It was further noted that both the right ventricular and atrial lead had lead alerts for high impedance with intermittent to no capture and no pacing or sensing from the device. It suspected that the device had a set screw issue. The device was explanted and replaced. The right ventricular and atrial leads were both repositioned and remain in use. No patient complications have been reported as a result of this event.